Manufacturer narrative:
The customer traced the cable and found the speakers were unplugged. The conditions associated with the unplugging of the speaker were not identified.

Event description:
The customer reported there was no sound for the alarms. No adverse event was reported.